Manufacturer narrative:
Block b3: exact date unknown, event occurred three months from the date manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 17450621. Product family: scs-extension upn: m365sc3138350, model: sc-3138-35, serial: (B)(6), batch: 18807130/19340716.

Event description:
It was reported that the patient was having pain and discomfort at the implantable pulse generator (ipg) site with symptoms of tenderness. It was also stated that the patient was having undesired sensations on non-targeted areas and was not receiving stimulation. The patient underwent a spinal cord stimulator (scs) replacement procedure wherein a paddle lead and non-rechargeable ipg was implanted. The patient was doing well postoperatively, and all explanted devices were kept by the medical facility.